Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on 12/9/15. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis confirmed the reported backup anomaly. This was caused by a low battery detection.